Event description:
It was reported that the patient experienced unspecified issues with a previous inflatable penile prosthesis (ipp). The device was removed and replaced for a new ipp consisting of a preconnected pump and cylinders and a 100 ml reservoir. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. Patient was revised due to implant malfunction, however, the specific issue was not provided. There were no patient adverse effects in relation to this event.